Event description:
A peritoneal dialysis (pd) patient reported that they were receiving a patient line is blocked message during drain 1 of 5 of their pd treatment. The ok button was pressed, but the message reoccurred. The patient also reported that they were receiving drain complication encountered please check patient line and drain line message during drain 1 of 5 of their pd treatment. The patient reported that nothing was entered that nothing was entered during setup for daytime manual exchange. The patient reported that the drain line runs to their bath tub. The patient cancelled their pd treatment. The technical support representative advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn) regarding their incomplete treatment and stomach pain. Upon follow up, the patient stated that they were hospitalized on (B)(6) 2020 due to severe stomach pains and a blockage with their catheter. The patient stated that they were unable to complete their pd treatment. The patient stated that they are currently still in the hospital. No additional information was provided. Upon further follow up, the peritoneal dialysis register nurse (pdrn) stated the patient was hospitalized for stomach pain related to a blocked pd catheter from constipation and large ovarian cysts. The pdrn stated the stomach pains were not related to the liberty select cycler. The pdrn reported the patient had their fill volume decreased as the issue of ovarian cysts needs to be addressed for the patient to resume their normal pd prescription. The pdrn stated that the cycler is not malfunctioning in anyway and the patient's drain complications were directly related to the blocked pd catheter (not a fresenius product). Additional details surrounding the hospitalization were not provided for patient privacy. However, the pdrn reiterated the event was not related to any issues with fresenius device, product or drug. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).